Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. (B)(4). Visual analysis: device photograph(s) for the device related to the reported granuloma and rupture was reviewed on august 12, 2021. Visual analysis of the identified photos: broken shell and labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to (B)(4): covid-19 quality plan - complaint handling. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "silicone bleed intra-capsular with extra-capsular silicone granuloma." Device has been explanted.